Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an end-user, who stated, the "power cord was burnt where it enters the outlet." The reporter did not provide any information regarding the condition of the wall outlet the device was plugged into. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
(B)(6) healthcare, previously reported, a concentrator by an end user who states, "the power cord was burnt, where it enters the outlet". There was no report or evidence of illness, injury, or medical treatment associated with the complaint. The device was returned for evaluation. The device had damage to the plug end of the line cord. There was no evidence of thermal damage to the device internally. The line cord was tested and found no shorts and was fully operational. The damage to the power cord was not caused by a system induced failure and the damage was limited to the plug end of the line cord. It is likely, the device was not fully plugged into a receptacle or the receptacle was faulty and did not provide a secure connection and full electrical contact to the plug.